Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, it was found during evaluation at bd service center: the probe¿s image has black lines on both sides of the center. The probe¿s image has black lines due to an internal failure of the probe a history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation at a service center: the probe¿s image has black lines on both sides of the center.